Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube(s)"), device dislocation ("migration of the device") and device breakage ("device breakage") in a female patient who had essure (batch no. 628436, 627310) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and iron deficiency anaemia ("iron deficiency anemia"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"), weight increased ("weight gain"), urinary tract infection ("utis"), migraine ("migraines / headaches"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes/urinary frequency/moderately severe problem holding small amounts"). In 2015, the patient experienced hormone level abnormal ("unbalanced hormones"), hot flush ("hot flashes"), night sweats ("night sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy), surgery (hysterectomy (partial) and bilateral salpingectomy) and surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, dysmenorrhoea, weight increased, hormone level abnormal, hot flush, night sweats, mood swings, vaginal haemorrhage, urinary tract infection, pollakiuria, migraine, headache, pelvic pain, vaginal discharge, fatigue, iron deficiency anaemia and nausea outcome was unknown and the device dislocation and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the events started shortly after essure implantation in 2008 or 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- weight gain, unbalanced hormones, hot flashes, night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia), utis, bladder or urinary problems or changes/urinary frequency/moderately severe problem holding small amounts, migraines / headaches, device breakage, pain, vaginal discharge, fatigue, iron deficiency anemia, nausea and back pain. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube(s)"), device dislocation ("migration of the device"), device breakage ("device breakage") and salpingitis ("inflamed fallopian tube right side") in a 34-year-old female patient who had essure (batch no. 628436, 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included folliculitis, genital bleeding, ovarian cyst, polymenorrhea, post coital bleeding, cervicitis, sulfonamide allergy (eaction itching swelling), urinary tract infection and fallopian tube enlargement. Concomitant products included cetirizine hydrochloride (zyrtec) from 2008 to 2017, ferrous sulfate, montelukast (singulair) since 2017, norethisterone (norethindrone) from (B)(4) 2017 to (B)(6) 2017, norethisterone acetate (aygestin) from september 2017 to (B)(6) 2017 and salbutamol sulfate (albuterol sulfate) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced iron deficiency anaemia ("iron deficiency anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced weight increased ("weight gain"), urinary tract infection ("utis"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes/urinary frequency/moderately severe problem holding small amounts"). In 2015, the patient experienced hormone level abnormal ("unbalanced hormones"), night sweats ("night sweats"), mood swings ("mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, salpingitis (seriousness criterion medically significant), back pain ("lower back pain") and menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, cystoscopy), surgery (hysterectomy and bilateral salpingectomy, cystoscopy) and surgery (hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, salpingitis, weight increased, urinary tract infection, hormone level abnormal, night sweats, mood swings, hot flush, pollakiuria, iron deficiency anaemia, nausea, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown, the device dislocation and back pain had not resolved and the fatigue, migraine, headache and vaginal discharge had resolved. The reporter considered back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, night sweats, pollakiuria, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the events started shortly after essure implantation in 2008 or 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2009: hysterosalpingogram: hysterosalpingogram demonstrates no flow of contrast beyond the proximal portion of essure placement. (B)(6) 2009: hysterosalpingogram: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. (B)(6) 2009:impression: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Laboratory data concomitant drugs were added. Updated outcome of events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube(s)"), device dislocation ("migration of the device"), device breakage ("device breakage") and salpingitis ("inflamed fallopian tube right side") in a 34-year-old female patient who had essure (batch no. 628436, 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included folliculitis, genital bleeding, ovarian cyst, polymenorrhea, post coital bleeding, cervicitis, sulfonamide allergy (eaction itching swelling), urinary tract infection and fallopian tube enlargement. Concomitant products included cetirizine hydrochloride (zyrtec) from 2008 to 2017, ferrous sulfate, montelukast (singulair) since 2017, norethisterone (norethindrone) from (B)(6) 2017 to (B)(6) 2017, norethisterone acetate (aygestin) from (B)(6) 2017 to (B)(6) 2017 and salbutamol sulfate (albuterol sulfate) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced iron deficiency anaemia ("iron deficiency anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced weight increased ("weight gain"), urinary tract infection ("utis"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes/urinary frequency/moderately severe problem holding small amounts"). In 2015, the patient experienced hormone level abnormal ("unbalanced hormones"), night sweats ("night sweats"), mood swings ("mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, salpingitis (seriousness criterion medically significant), back pain ("lower back pain") and menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, cystoscopy), surgery (hysterectomy and bilateral salpingectomy, cystoscopy) and surgery (hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, salpingitis, weight increased, urinary tract infection, hormone level abnormal, night sweats, mood swings, hot flush, pollakiuria, iron deficiency anaemia, nausea, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown, the device dislocation and back pain had not resolved and the fatigue, migraine, headache and vaginal discharge had resolved. The reporter considered back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, night sweats, pollakiuria, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the events started shortly after essure implantation in 2008 or 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2009: hysterosalpingogram: hysterosalpingogram demonstrates no flow of contrast beyond the proximal portion of essure placement. (B)(6) 2009: hysterosalpingogram: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. (B)(6) 2009:impression: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. Lot numbers and exp/MFR dates 627310 may2010 / may2008. 628436 dec2011 / dec2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube(s)"), device dislocation ("migration of the device"), device breakage ("device breakage") and salpingitis ("inflamed fallopian tube right side") in a 34-year-old female patient who had essure (batch no. 628436, 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included folliculitis, genital bleeding, ovarian cyst, polymenorrhea, post coital bleeding, cervicitis, sulfonamide allergy (eaction itching swelling), urinary tract infection and fallopian tube enlargement. In (B)(6) 2009, the patient experienced iron deficiency anaemia ("iron deficiency anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced weight increased ("weight gain"), urinary tract infection ("utis"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced pollakiuria ("bladder or urinary problems or changes/urinary frequency/moderately severe problem holding small amounts"). In 2015, the patient experienced hormone level abnormal ("unbalanced hormones"), night sweats ("night sweats"), mood swings ("mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, salpingitis (seriousness criterion medically significant), back pain ("lower back pain") and menorrhagia ("severe menstrual flow/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, cystoscopy ). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, salpingitis, weight increased, urinary tract infection, hormone level abnormal, night sweats, mood swings, hot flush, pollakiuria, iron deficiency anaemia, fatigue, nausea, migraine, headache, menorrhagia, dysmenorrhoea, vaginal haemorrhage and vaginal discharge outcome was unknown and the device dislocation and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, night sweats, pollakiuria, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the events started shortly after essure implantation in 2008 or 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. On (B)(6) 2009: hysterosalpingogram: hysterosalpingogram demonstrates no flow of contrast beyond the proximal portion of essure placement. On (B)(6) 2009: hysterosalpingogram: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. On (B)(6) 2009:impression: limited hysterosalpingogram demonstrates essure placement overlying the fallopian tubes bilaterally, no contrast was injected for the examination. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: event salpingitis added.concomitant conditions were added.patient , reporter & product information were updated. On (B)(6) 2018: medical record received. Processed with fu 3. Concomitant conditions are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.